Event description:
Consumer reports experiencing ocular itching, redness, swelling and loss of vision after using this product. She states she thought she was "going blind in her right eye." She was advised repeatedly to consult her physician. Consumer has used product since 2006. Additional information has been requested. Unusual circumstances surrounding this call (background noise, inappropriate comments) have led us to believe this may have been a crank call. Repeated attempts to verify and obtain additional information have been unsuccessful.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Evaluation of retention sample of lot 113480f is in process. Batch record review is in process. No other similar reports for lot 113480f. Patient codes: 2139 - unlabeled, 2038 - unlabeled. This report mailed in to FDA on: 7/27/2007. Additional information was requested from consumer on: 7/3/2007, 7/16/2007, 7/19/2007 (3), and 7/25/2007. No additional information was provided.